Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been in service in the past 12 months. Further investigation found a delaminated upstream occlusion (uso) seal and a defective clock battery. The uso seal and clock battery were replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for a damaged battery compartment, during investigation, a delaminated upstream occlusion (uso) seal was identified. There was no patient involvement.